Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found the corrosion of the inner circuit board. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the corrosion of the circuit board occurred because the substrate was not maintained while the inside circuit board was used in a rusty environment. If significant additional information is received, this report will be supplemented.

Event description:
Before the procedure, the user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The inner circuit board had moisture damage. The inner circuit board without function was probably defective by creeping currents and was limited probably also defective due to leakage currents. All boards were connected to each other and to the power supply. Power supply was suffered moisture damage. Various brackets, shielding plates, capacitors, and cable connections were corroded. A bottom plate was corroded. Housing cover was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.